Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold measurement. Additional information obtained from the field representative had indicated that there was micro-dislodgement of this rv lead. The physician then had performed a surgical intervention and this rv lead was successfully repositioned. Rv lead remains in service. No additional adverse patient effects were reported.